Event description:
International affiliate reported the screw head of the expedium uniplanar screw was deformed when a head adjuster was used to direct the screw head. The screw was successfully removed and another screw was inserted with no adverse consequences to the patient and no significant delay. After the surgery, it was found that the head adjuster could not be removed from a short axial handle. Examination of the returned screw on (B)(6) 2013, found the inner saddle component had become dislodged within the screw head. The inner saddle was raised and twisted. The affiliate was asked when the inner saddle became dislodged and the reply received on (B)(6) 2013 indicated that it become dislodged and deformed when the head adjuster instrument was being used to direct the screw head intra-operatively. It was reported that the surgeon noticed the dislodgement when he tried to insert a set screw to the screw head.

Manufacturer narrative:
Please note that with the concomitant devices, we do not use therapy dates. However, as it is a required, field, the date entered is today¿s date. Visual inspection of the returned screw noted that the saddle had dislodged from the tulip head. Upon further examination, significant material damage was noted on the saddle. Damage was also noted on the hexlobe feature. Review of the device history record found the lot was released to stock with no discrepancies. Although no definitive conclusions can be made as to the cause of the inner saddle dislodgement, the condition was most likely due to an unanticipated side loading resulting in dislodgement as noted by the significant material damage. In the absence of an observed trend and the identified non conformance (nc 023182), this complaint will be closed with no further action required.

Manufacturer narrative:
Visual inspection of the returned screw noted that the saddle had dislodged from the tulip head. Upon further examination, significant material damage was noted on the saddle. Damage was also noted on the hexlobe feature. Review of the device history record found the lot was released to stock with no discrepancies. Although no definitive conclusions can be made as to the cause of the inner saddle dislodgement, the condition was most likely due to an unanticipated side loading resulting in dislodgement as noted by the significant material damage. In the absence of an observed trend, this complaint will be closed with no further action required. The nc referenced in the initial medwatch report was for a concomitant device and did not cause the reported dislodgement condition of the inner saddle.